Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, moderately tortuous, 90% stenosed distal right coronary artery. The 4.5x12 mm nc trek balloon catheter was advanced without issue. During the second inflation at 12 atmospheres, the balloon ruptured. A non-abbott balloon catheter and a non-abbott stent were used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.